Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system.

Event description:
It was reported that the pump date was incorrect. The customer acknowledged that the date was likely incorrectly entered when the pump was set up. Blood glucose was 155 mg/dl. Tandem technical support assisted the customer with correcting the date.